Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure using the catheter afapro28 afa pro 28 with nitron, phrenic nerve palsy and phrenic nerve impairment occurred. The patient was under general anesthesia, and the pulmonary veins lspv and lipv were successfully ablated. During ablation of the rspv, phrenic nerve injury was identified at 52 seconds with a temperature of -48 degrees, prompting immediate balloon deflation. The phrenic nerve did not recover within 10 minutes, leading to the abortion of the case. The patient remained alive with injury.

Manufacturer narrative:
Product event summary: the afapro28 arctic front advance pro balloon catheter with lot 24801 and data files were returned and analyzed. Data files were analyzed using the applicable field service manual. Case ID 1048 showed at least three applications were performed with catheter afapro28/24801 on the reported event date without any system notice or anomaly. The fault file was not available for analysis on the reported event date. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for three applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. Inspection and testing were performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The reported "phrenic nerve injury (pni)" and "aborted under general anesthesia" cannot be assessed through data or product analysis. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.